Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak occurred from the sheath. The sheath was inserted into the left atrium. A non-abbott 20-pole ring catheter (japan lifeline) and an advisor vl catheter were inserted through the sheath. After insertion, negative pressure was applied, resulting in air aspiration. Multiple attempts were made to aspirate the air, but it could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.